Event description:
It was reported that a patient with an artificial urinary sphincter (aus) was scoped in the physician's office due to irritation, where erosion of the distal urethra was identified. The device was explanted, and no further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Tissue erosion is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptoms of erosion is a known risk associated with this device type and indicated as such in the instructions for use.